Event description:
It was reported that upon adding the recommended amount of sterile water, the (B)(4) sinu-foam nasal dressing, the product and water would not blend and remained separated. The product was discarded. No patient involvement was reported.